Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a polyp retrieval procedure on (B)(6) 2026. During the procedure, it was difficult to close the snare slowly around the polyp. The snare closed rapidly, resulting in inadvertent cutting of the polyp. The polyp was retrieved, but not in the manner the physician intended. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0510 captures the reportable event of retracted suddenly/unexpectedly.